Event description:
According to the facility, pressure injuries were noted around the ear in multiple cases over a three-month period.

Manufacturer narrative:
According to the facility, pressure injuries were noted around the ear in multiple cases over a three month period. This occurred on multiple dates. Standard treatment was given for the pressure injuries and prevention. There was no further information. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.